Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes experienced a line blocked alert one day after starting a new cassette. While at work, the patient attempted to troubleshoot, during this process, the infusion site was accidentally pulled off. The event occurred during infusion. There was no patient injury. The issue was resolved.